Event description:
Operation procedure: right carotid thromboendarterectomy 5/14/93 closure of internal carotid artery was carried out under magnified loupe vision using #5-0 vascular prolene. Just prior to completion the arteries were flushed in standard technique and the cannula was removed. It was irrigated with heparinized saline and the anastomosis was completed. 5/19/93 - patient returned to surgery due to sudden onset of dyspnea hypoxia and pulsatile neck-swelling. The previous incision was opened. When the platysma was opened the pseudoaneurysm was encountered. It was immediately removed and the 1 cm opening in the common carotid was visualized the distal suture line was intact. The suture was tied at both ends but there was discontinuity of the suture line in the common. A cardiovascular gore-tex patch was placed and sutured with #5-0 cardio vascular prolenedevice labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.